Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant products: 300-000-000, mcgrath mac vl handle 300-000-000 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the videolaryngoscope did not turn on. The battery was replaced and the handle lit up on the tip where the blades were attached. However, the led screen would not turn on, illuminate or have a display. There was no patient involvement.